Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.

Event description:
A report was received stating a ventilator generated a communication error during use on a patient. The patient was removed from the device and place on an alternate ventilator without harm. There is no report of death or serious injury associated with this event.